Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the clinical data file was provided. A review of the provided clinical data file did confirm several instances of the reported check pads message following during CPR. The signal was intermittent during the rescue suggesting poor coupling to the patient. It is noteworthy to mention the device, multi-function cable, or electrode pads were returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.